Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2020 regarding a patient receiving morphine (20mg/ml at 3.801mg/day) and bupivacaine (10mg/ml at 1.901mg/day) via an implanted infusion pump. It was reported that on (B)(6) 2020 the hcp did a refill and aspirated the full contents of the drug reservoir, so nothing had left the pump. It was noted that the pump was not working. There were no motor stalls. The hcp was refilling the pump on (B)(6) 2020 with preservative free normal saline (pfns) and was wondering what to enter for the drug concentration. The hcp was to program the pump to minimum rate until the patient had a revision done. No patient symptoms were reported and no further complications were reported or anticipated.